Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. The exterior of the sample was inspected and found no evidence of a failure that would support the reported event. Water was introduced into the drainage eye and irrigation eye; and no leakage was observed from the distal end of the sample. The balloon was inflated with air while submerged in water and there were no bubbles to indicate a leak the balloon was then inflated with 10ml of water and a leak test was done. On the seventh day, the balloon was fully inflated with no signs of leaking. The reported event could not be duplicated. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "1) do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. 2) store catheters at room temperature away from direct exposure to light, preferably in the original box. 3) do not resterilize. For urological use only. 4) do not exceed recommended capacities. 5) to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient.¿"

Event description:
It was reported that urine leaked from irrigation funnel on the day of placement. Per additional information via email from ibc on 7/8/2018; the balloon did not fully deflate, but there was no injury to the patient upon removal.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine leaked from irrigation funnel on the day of placement. Per additional information via email from ibc on 7/8/2018; the balloon did not fully deflate, but there was no injury to the patient upon removal.